Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm 3000 aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. A 23mm 9755rsl23a transcatheter valve was implanted inside the 23mm valve.

Manufacturer narrative:
Added information to a1, a2, a3, b5, d4, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 23mm 3000 aortic valve implanted 15 years, five (5) months, underwent valve-in-valve procedure due to stenosis. Patient presented with heart failure and shortness of breath. A 23mm 9755rsl23a transcatheter valve was implanted inside the 23mm valve.